Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition, high out-of-range pace lead impedance measurements greater than 2,000 ohms, and loss of capture (loc) with asystole more than two seconds. A surgical intervention was performed where the lead was tested on a pacing system analyzer (psa) and still yielded high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the patient later underwent a system extraction, not related to the previous clinical observations. An attempt to explant this lead was made, however the entire lead was not removed. A portion of the lead remains surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that only the proximal segment of the lead was returned. Visual observation revealed dried body fluid throughout the entire lead lumen. Electrocautery damage to the insulation was noted and stretched conductor coils were noted near the terminal pin likely due to the explant procedure. The lead was found to be electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.